Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), ovarian cyst ("fibroid ovarian cysts") and endometriosis ("endometriosis") and was found to have ovarian fibroma ("fibroid ovarian cysts"). The patient was treated with surgery (hysterectomy. (Partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst, ovarian fibroma and endometriosis outcome was unknown. The reporter considered abdominal pain, endometriosis, ovarian cyst, ovarian fibroma and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, endometriosis, fibroid ovarian cysts, device monitoring procedure not performed. Reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626162) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included menometrorrhagia, dysmenorrhea, dyspareunia and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), ovarian cyst ("fibroid ovarian cysts") and endometriosis ("endometriosis") and was found to have ovarian fibroma ("fibroid ovarian cysts"). The patient was treated with surgery (robotic total laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst, ovarian fibroma and endometriosis outcome was unknown. The reporter considered abdominal pain, endometriosis, ovarian cyst, ovarian fibroma and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per mr for date of procedure: (B)(6) 2008 on date (B)(6) 2011 hysteroscopy with endometrial ablation using novasure system. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Most recent follow-up information incorporated above includes: on 16-mar-2021: medical record received lot number was added. Reporter information, rcc and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626162) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included menometrorrhagia, dysmenorrhea, dyspareunia and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), ovarian cyst ("fibroid ovarian cysts") and endometriosis ("endometriosis") and was found to have ovarian fibroma ("fibroid ovarian cysts"). The patient was treated with surgery (robotic total laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst, ovarian fibroma and endometriosis outcome was unknown. The reporter considered abdominal pain, endometriosis, ovarian cyst, ovarian fibroma and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per mr for date of procedure: (b)(60 2008 on date (B)(6) 2011 hysteroscopy with endometrial ablation using novasure system. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Lot number: 626162 manufacturing date: 2007/10 expiration date: 2009/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.